Event description:
It was reported that during a follow up in clinic, the device was found with battery voltage estimated to be less than 3 months to elective replacement indicator (eri) level. At the previous interrogation, (B)(6) 2021, the longevity estimation on the battery was between 3 to 4 years. The physician suspected premature battery depletion on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.